Event description:
It was reported that the patient presented to the emergency room after being shocked several times, putting him into vf. Further therapy was delivered at the ER along with external defib and CPR. Upon interrogation, an alert for back-up vvi with no therapies available was noted. The device was explanted and replaced.

Manufacturer narrative:
Device evaluation anticipated but not yet begun.

Event description:
The account alleges that the caregiver boards caused the device not to function, resulting in a loss of head up. No injuries were reported.

Manufacturer narrative:
As received, the device was interrogated and found to be in back-up vvi mode. The device reset after excessive charging for oversensed vf events, consistent with a lead fracture or damage. The oversensed events resulted in no pacing but induced charging for high voltage shock. The oversensing and consequent multiple charges caused a temporary battery drain resulting in end of life (eol) characteristics and a power- on-reset (por). .